Event description:
Customer called to report multiple sensor issues on the insulin pump. Customer reported a needle anomaly on the sensor. Customer's blood glucose reading was 118mg/dl. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one random opened/used partial sensor and performed continuity resistance test. The sensor failed per specifications. Unable to confirm the needle anomaly due to the needles not being returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.